Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to a fractured stent include, but are not limited to, damaged struts, low radial force, stretched stent, fatigue, or interaction with other devices. There was no damage noted to the stent during the original procedure. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. A conclusive cause for the stent fracture could not be determined; however, there is no indication to suggest a product quality deficiency. During production all xact stents are visually inspected for stent damage (both the internally and externally), dimensionally measured, and 100% radial force tested.

Event description:
Reportedly the xact stent was noted to be fractured on (B)(6) 2011, approximately 19 months post implantation of the stent on (B)(6) 2008, during a routine follow-up requiring additional percutaneous transluminal intervention. Another xact stent was used to treat the fractured stent/lesion. The procedure was uneventful. There were no adverse patient effects. A clinically significant delay in procedure was not reported. No additional event or patient information was provided.